Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensor gave a reading of 300 mg/dl when the blood glucose was 117 mg/dl. The sensor glucose graph had been trending in the direction of the blood glucose. Customer reported that he was calibrating 10 times per day and was advised on calibration protocol. Nothing further was reported.